Event description:
It was reported by the aci sales professional that an obese female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. The aci sales professional was present at the procedure. It was reported that a femoral angiogram taken pre-procedure revealed no abnormalities, calcium or pvd in the vicinity of the access site. There was no reported complication during the procedure. Following the procedure, the physician chose the mynx device to close the access site. The deployer was a radiology technologist (rt) trained to the use of the mynx. The aci sales professional reported that the mynx deployment occurred without incident and hemostasis was achieved with the mynx. The patient was transferred to the holding area where it was reported that 45 minutes later, her blood pressure began to drop. The patient was given atropine. Three hours post procedure, as the patient was sitting up in her room, she began to complain of severe abdominal pain on her right side below her breast. It was reported that a nurse (rn) noted a small hematoma at the access site and administered manual pressure. During the manual pressure, the patient vagaled. The patient was taken for a CT scan without contrast which revealed a retroperitoneal bleed (rph). It was reported that the size of the rph was 8x7x16 cm. The patient's hemoglobin had dropped from 12.8 to 8.7. Her platelet count was good. The patient was transfused 2 units of blood. It was reported that a few hours later, there was still oozing at the access site. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1121318) did not reveal any issue that suggests the device may have caused or contributed to the reported incident.